Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The omnilink elite 8.0 x 59, referenced in describe event or problem, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that the procedure was to treat a lesion located in the left iliac artery. An over the wire omnilink elite vascular balloon-expandable stent was first implanted in the patient. As the implanted stent did not cover the lesion in its entirety, it was decided to implant another omnilink elite 9.0 x 19 mm stent. When the stent system was advanced towards the target lesion it was noted that there was no stent on the balloon so the delivery system was removed from the patient. It was confirmed that the stent was not left in the patient and it was suspected to have dislodged in the sheath, prior to use, or during preparation. Then an 8.0 x 59 mm stent delivery system was advanced to the lesion but the stent dislodged from the balloon prior to reaching the target lesion. The physician decided to embed the stent in the vessel wall as it was in close proximity to the target lesion. Another stent was used to successfully complete the procedure. There was no reported resistance during advancement and no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The otw omnilink elite instructions for use states: carefully inspect the omnilink elite stent system prior to use to verify that the stent has not been damaged in shipment and that the device dimensions are suitable for the specific procedure. Take care to avoid unnecessary handling. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.